Event description:
It was reported that a small volume intermate was observed with particulate matter within its reservoir. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 20, 2014 - june 24, 2014. Evaluation summary: visual inspection revealed a solid white particle approximately 1.80 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.